Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) year old male patient, the device displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the customer?s report was not replicated or confirmed. The device was put through extensive testing which included bench handling, defib testing, ECG testing, and a 30 joule shock test without duplicating any malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.